Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical investigation reported that a journey ii bcs insert was revised due to dislocation, pain and uncomfortable feeling. It was communicated that the surgeon does not consider this to be due to product failure. Additionally, there are no supporting clinical documents available, and the explants will not be returned. There is no report of how the procedure was tolerated, or the patient's current condition. Therefore, due to insufficient information a clinical assessment is not able to be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to dislocation of insert, pain and uncomfortable feeling. The surgeon considered it is not the product failure.